Event description:
It was reported that the customer received a failed battery test. It was also reported that the insulin pump display goes blank when the customer taps it. Customer's blood glucose level at the time 600mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected failed battery test alarm was noted. No blank display was noted during testing. The insulin pump had minor scratches on the display window.